Event description:
The vpap iii st device was working as intended at the beginning of the testing. The technician turned off the device to remove excess condensation from the air tubing before changing the mode of therapy delivered. The technologist is certain the vpap iii was turned back on. As testing continued, the patient was not responding to changes made to the device via the remote control. The technician checked with the patient and the patient confirmed that he/she was receiving pressure via the device. During this time, the device was providing a flow signal to the polysomnogram (psg) system. The technician further investigated and discovered that the patient was wearing the CPAP mask, but the resmed vpap machine was turned off. (It can not be ascertained by available video if the vpap iii was manually turned off/on or if this was a system anomaly). Turning the machine back on corrected the problem. This issue was discovered 2 1/2 hours after the occurrence. Patient had temporary respiratory distress that required no intervention. Follow up: the CPAP flow signal was still visible on the psg display even though there wasn't any pressure being delivered via the flow generator. There wasn't any indication on the rescontrol remote that the flow generator was not functioning (the device is not in smartstart mode-this feature is turned off).